Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during the thr the liner was impacted for half an hour to fix it. A delay of 30 minutes to 1 hour reported. No patient injuries reported. No s&n backup was required as the procedure was completed with the same device.